Manufacturer narrative:
The customer is not returning any device for eval as it is recognized the incident was the result of user error. Additionally, the reporter has stated that there were many factors involved in the pt's death.